Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty patient board set/printed circuit board could not be identified. However, it¿s likely the cause is related to the dr board¿s (printed circuit board) op-amp circuitry being affected by a change in countermeasures, or there was a bad connection with the video connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A faulty printed circuit board was discovered and caused the reported failure. Additionally, the unit was still equipped with the old version software and it is recommended that the new version be installed. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii video system center was not producing an image on the monitor during procedure preparation. According to the initial reporter, the staff replaced the faulty device with another one and it was functioning properly. There was no patient harm or consequence reported as a result of this event.